Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.

Event description:
The customer alleges that in using the hudson infant nasal CPAP cannula (catalog# 1691); it was noted that the pt was becoming disconnected from the device where the tubing fits into the cannula base. No reports of pt injury or consequences.